Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 977a160, serial/lot #: (B)(4), ubd: 26-aug-2018, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 12-jun-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the patient was not feeling stimulation to help with pain relief starting a couple of months prior to the report. At the time of the report, the patient was in group a, but despite increasing stimulation, the patient couldn't feel stimulation. The patient switched to group c and could not feel stimulation on group c either. Additional information was received from the patient. The patient reported that as they recall it just quit working as the circumstances that led to the inability to feel stimulation. The patient reported that a manufacturer¿s representative (rep) said that some leads were burnt out or not functioning. The patient noted that the cause of not feeling stimulation was burnt leads. The patient reported that a rep reprogrammed other groups and that this was the second time. The patient noted ¿yes/no¿ when asked if the issue was resolved. The burnt leads were located at a more optimal location.